Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no weak battery alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering and it is broken. The customer also reported that they received failed battery test alarm. The customer stated that they had high blood glucose over 400 mg/dl and declined to troubleshoot for high blood glucose. Troubleshooting was done for failed battery test alarm. Failed battery test alarm did not recur after troubleshooting. The insulin pump was returned for analysis.